Event description:
It was reported that the caller experienced a cgm error with code 42 related to the g6 sensor. There was no adverse impact to the customer's blood glucose level. The technical support team provided the caller with information to perform a complete pump reset, and the caller successfully completed the reset, which resolved the issue without the cgm error code reappearing.